Manufacturer narrative:
The response center engineer informed to customer to restart the product to resolve the issue. The customer performed functional testing and confirmed that the device was operating as intended. No subsequent calls have been logged for this device/issue. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that there is a 5 second delay from the EKG leads. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.